Event description:
A caller reported a cartridge alarm 20 during the load process of an insulin pump. There was no adverse impact to the customer's blood glucose level as it stayed below 500 mg/dl. The customer was educated on the importance of waiting for prompts during the load process and was informed that a replacement pump with updated software would be sent. The caller was advised on steps to follow upon receiving the new pump and confirmed their understanding. Customer continued to use pump for insulin therapy.